Event description:
Care giver went to start enteral pump and "lo batt" alarm would go off and not allow infusion to begin despite pump being plugged into ac outlet. Pump was sent for evaluation/repair.